Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-june-2024, it was reported by the patient that infusion set cannula was crimped due to which hyper glycemia occurs within 3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was 367 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.